Manufacturer narrative:
Evaluation summary: one device and one electrode were received for evaluation. These devices have been used in the treatment or diagnosis of a patient. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. The returned products met specification as received. Visual inspection showed that the electrode had a lot of eschar near the tip, and no other defects. Visual inspection found no defects. The returned electrode was attached to the returned pencil and activated at 60w. No flame or abnormal effect was noted. No defects were detected with the devices. The investigation found the devices to function normally. The instructions for use (IFU) warns: the sparking and heating associated with electrosurgery can provide an ignition source. Observe fire precautions at all times: when using electrosurgery in the same room with gases or flammable substances, prevent pooling of fluids and the accumulation of gases under surgical drapes or near the surgical site. Tissue buildup (eschar) on the tip of an active electrode poses a fire hazard, especially in oxygen-enriched environments, such as in throat or mouth procedures. Eschar plus high oxygen may create embers. Keep the electrode clean and free of all debris. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the lap electrode caught fire due to excess build up on the tip. There was no injury to the patient.